Event description:
Patient reported left side pain and swelling, "silicone near external surface of fibrous capsule", nodule and cyst both not related to device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.